Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed, and multiple "cassette not attached properly" alarms were noted. A review of the 12-month service history was performed, and no relevant findings were identified. Visual inspection and functional testing were performed. The customer allegation was confirmed through dso/uso occlusion testing, and the probable cause of the issue was determined to be a damaged dso sensor that was unresponsive to pressure. The dso sensor and seal were replaced. Dso/uso occlusion testing and calibration were subsequently performed. Upon further investigation, the lens was found to be damaged (scratched, cracked, or contaminated), the battery door was damaged, the battery compartment was damaged (altered), and the uso seal was delaminated. The lens, battery door, battery compartment, and uso seal were replaced. Dso/uso sensor calibration was performed, and the repair was validated through dso/uso occlusion testing. Pvt was performed, and the unit passed all testing criteria. The software was updated, and the unit was reset to the standard configuration.

Event description:
It was found during the investigation of the returned pump that a "cassette not attached properly" alarm was observed in the device event log/alarm history. This is a high-priority alarm and could potentially interrupt therapy if it occurs during patient use.